Event description:
Update: (B)(6) 2014 - sales rep reported revision surgery. No reason for revision provided. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation closed.

Event description:
Litigation papers allege: physical injury and bodily impairment, debilitating lack of mobility, severe past and future physical and mental pain, suffering and inconvenience, and pas and future medical expenses. The patient could not have known that she was injured by excessive levels of chromium and cobalt until after the date he had his blood drawn and he was advised of the results of said blood work